Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following data was provided: sample ID (B)(6) initial result, on 06nov, was 5.5, repeat result was 5.4 pg/ml. The patient was redrawn, under sample ID (B)(6), on 07nov, and the result was 98.2, repeat result was 54.4, repeat results, on another analyzer, was 20.2 pg/ml. The sample was then repeated on the original analyzer and generated an aspiration error. The sample was then repeated on the other analyzer and the result was 4.8, repeated on the original analyzer was 5.8 pg/ml. The patient was redrawn, under sample ID (B)(6) on 07nov, and the result was 4.2, repeat was 4.3 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21. The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data, a review showed that the median patient results for the lot 54308ud00 are within established limits, confirming there was no systemic issue for the lot. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 54308ud00, was identified.